Event description:
It was reported by service report that the power cord sparked and smoked when it was plugged into the wall outlet. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty power cord.